Event description:
Customer reported receiving an error alarm during the manual prime. Customer stated that they were unable to exit the prime loop. The drive support cap was noted to be flush. Customer's blood glucose reading at the time of the call was 96 mg/dl. No further info reported.

Manufacturer narrative:
The insulin pump was received with error alarm during basic occlusion test due to protruded/loose drive support disk. Unit had missing end cap sticker, minor scratched display window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.